Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the tip of the balloon catheter that was controlled by the pull wires was noted to not have any support. Additionally, the balloon catheter would fold when "trying to track over the mapping catheter." The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 58797, was returned and analyzed. Visual inspection of the balloon catheter showed the catheter was intact with no apparent issue. Smart chip verification showed the device was used for 7 injections. Dissection showed the guide wire lumen kinked on 0.9510 and 1.5335 inches from the tip of the catheter. In conclusion, the reported guide wire lumen kink was confirmed through testing. The balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.